Manufacturer narrative:
Article citation: al-shaikhli s a, mautner s, nasseri-nik n, et al. (August 11, 2023) breast implant-associated anaplastic large cell lymphoma presenting in a postpartum patient: a case report. Cureus 15(8): e43334. Doi 10.7759/cureus.4333. Continued e1 (facility name): radiology, (B)(6) college of medicine at (B)(6) university, (B)(6) USA continued health effect - impact codes: f2201, f2203. The events of lymphoma-alcl ,seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma, lymphadenopathy.

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma presenting in a postpartum patient: a case report" a patient was reported with left side "breast swelling, shooting pains in the breast, night sweats, left breast enlargement and tenderness with a large pericapsular fluid collection and a soft, mobile left axillary lymph nodule, and was diagnosed with bia-alcl, fluid collection with internal septations surrounding the left implant displacing the implant anteriorly". Histopathological markers cd30+ and alk- have been received. The device has been explanted. Treatment provided in the form of device explant, capsulectomy, left axillary lymph node excisional biopsy. The event of "night sweats" is not related to the device.